Event description:
(B)(6) discharge summary signed patient: (B)(6) dob: (B)(6) 1989 age/sex: 36 / f loc: (B)(6) attending dr: (B)(6) md mr#: (B)(6) acct: (B)(6) admit date: (B)(6) 2025 discharge date: (B)(6) 2025 provider providers attending physician: (B)(6), md primary care physician: (B)(6), md discharge date: (B)(6) 2025 date of admission: (B)(6) 2025 06:50 diagnosis discharge diagnosis (1) hypoglycemia: status: (B)(6) hospital course reason for admission: (B)(6) hospital course: ms. (B)(6) is a 36-year-old female that was admitted to (B)(6) hospital for 72-hour fast to determine the cause of hypoglycemia. This was a direct admission. Her last meal was tuesday (B)(6) 2025 at 3 pm where she had a smoothie. She was admitted (B)(6) 2025 and was n.p.o. Except water. She developed a cbg 53 on (B)(6) 2025 at 5:45 pm. This is about 51 hours after her last meal. Patient experienced neuroglycopenic symptoms. Hypoglycemic labs were drawn, and treatment was given. Of note, patient was wearing freestyle libre 3 cgm that was not accurate during her admission. In addition, her home glucometer was also not accurate. Both devices were reading falsely low blood sugars when compared to hospital glucometers. Patient was screened for adrenal insufficiency, which revealed normal a.m. Cortisol. Patient was discharged and I will call her with the results of her hypoglycemia lab work. Complications: none status at discharge cognition: cooperative and alert health information management rpt: (B)(4) discharge summary (B)(6) patient name: (B)(6) account #: (B)(6) mr #: (B)(6) 2 of 4 exam constitutional common normal: alert, healthy appearing and patient oriented x3 general appearance: cooperative and pleasant common normal: normocephalic and atraumatic head and scalp: atraumatic and normocephalic eye common normal: eoms intact bilaterally respiratory common normal: normal respiratory effort cardio common normal: regular rate: regular rate neuro common normal: patient oriented x3 sensorium/orientation: alert common normal: mental status grossly normal, cooperative, normal affect and speech normal speech: normal speech discharge plan discharge disposition: home, self patient instructions instruction handouts: hypoglycemia (low blood sugar) med rec / rx / amb orders medication reconciliation / rx / amb orders: continued (dme) freestyle libre 3 plus sensor device see rx instructions route medsupply qty: 6 1rf rx instructions: change every 15 days escitalopram oxalate [lexapro] 5 mg tablet 5 mg po three times dally lamotrigine [lamictal] 25 mg tablet 75 mg po bid qty: 540 irf no action (dme) blood-glucose meter kit see rx instructions medsupply qty: 1 1rf rx instructions: check bgs 1x/daily health information management rpt: (B)(4) discharge summary libre 3data caused hospital to ignore a true hypoglycemia episode and refused treatment for hours that my sensor was inaccurate and I wasn't hypoglycemic I got as low as 53 and was low for hours and hospital ignored it because the free style 3 libre had read inaccurately low. Here is the libra three data from the hospital (B)(6). Mrn: dob: (B)(6) 1989. Device: libre app + 2 agp report (B)(6) 2025 (14 days) glucose statistics and targets (B)(6) 2025 14 days time cgm active: 94% page: 1 / 1 generated: (B)(6) 2025 ranges and targets for type 1 or type 2 diabetes time in ranges 250 180 very high >250 mg/dl 0% (0min) high 181 - 250 mg/dl 0% (0min) glucose ranges target range 70-180 mg/dl below 70 mg/dl below 54 mg/dl above 180 mg/dl above 250 mg/dl targets % of readings (time/day) greater than 70% (16h 48min) less than 4% (58min) less than 1% (14min) less than 25% (6h) less than 5% (1h 12min) each 5% increase in time in range (70-180 mg/dl) is clinically beneficial. Target range 70 - 180 mg/dl 86% (20h 39min) low 54 - 69 mg/dl 13% (3h 7min) very low <54 mg/dl 1% (14min) target range 95% 75% 50% 25% 5% 70 average glucose 93 mg/dl 54 glucose management indicator (gmi) 5.5% glucose variability 23.8% defined as percent coefficient of variation (%cv); target =36% ambulatory glucose profile (agp) agp is a summary of glucose values from the report period, with median (50%) and other percentiles shown as if occurring in a single day. 350mg/dl (B)(6) 12am 3am 6am 9am 12pm 3pm 6pm 9pm 12am daily glucose profiles each daily profile represents a midnight-to-midnight period with the date displayed in the upper left corner. Monday tuesday wednesday thursday friday saturday sunday (B)(6) 180 70 12am 12pm 12am 12pm 12am 12pm 12am 12pm 12am 12pm 12am 12pm 12am 12pm 12am (B)(6) 180 70. Been actively trying to get help for low blood sugar and the doctors dismiss a lot of the lows as inaccurate and not reliable. I even switched to the libre 3 plus and was still giving extreme lows and now I have fully switched to dexcom which has been very good.